Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an unexpected reset occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Customer loaded a new cartridge onto the pump and resumed insulin delivery.